Manufacturer narrative:
MFR ref no: (B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported door not fully latched messages, which were reproduced. The messages were found to be caused by excessive force being required to close door in addition to a dislodged link screw. The door hooks and link screws were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message. Any pt involvement, injury or medical intervention is unk.